Manufacturer narrative:
(B)(4) date sent 1/9/2025 d4 batch #e240000388/e240000390. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec60a device was received for analysis with no apparent damaged and with a cecr60b reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e24080009, and batch number e240000388/e240000390 no non-conformances were identified. Fg date of mfg:2024-08-12; fg expiration date: 2027-08-11.

Event description:
It was reported that during a right hemicolectomy procedure, it was observed that the jaw on the device would not open after firing. As the tissue was cut off, they removed the device from the patient through tissue gap. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/31/24. D4: batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the device lot e24080009, and batch number e240000388/e240000390 no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.